Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following the laser portion of the cataract surgery, while extracting the crystalline lens, a break in the posterior capsule occurred. An anterior vitrectomy was performed, and a three-piece intraocular lens (iol) was implanted. Additional information was requested; however, the reporter was unable to provide further details.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).